Event description:
Pt home with cadd pump infusing 5-fluorouracil (5fu) for 46 hours. Pump was started at 13:30. The next evening around 8 pm, the pt called infusion pharmacy reporting error codes on pump. Pt infusion pharmacy and pt battery changes were attempted without any change in error codes. Pump was off till pt returned to obtain pump change.